Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the led display segment of the eight large volume pump module was dim, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 8 out of 8 returned display boards. Physical inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Testing results identified 8 out of 8 of the returned lvp display board assemblies with dim segments. Manufacturing issue: device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 : only display boards were provided for investigation.

Event description:
It was reported that the led display segment of the eight large volume pump module was dim, and therefore, will be replaced. There was no reported patient involvement.